Event description:
Patient enters for beginning of immunotherapy, at the time of proceeding to pack the intakes, it is observed that the syringe bag is not attached to the needle, reason why not aspirate the medicine. The syringe is not available for its respective collection and analysis. On the other hand, on january 14 was reported a quality failure associated with the same lot and to date has not generated a response from your end.

Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h3, h6 (device code), h11. Correction to: e1 (country), h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Tmaik 24march2025. Additional information: entered the incorrect sku. I have double checked the information provided by customer. This is the batch and the sku correct: sku 326709 lote 2108958.